Event description:
It was reported that the user¿s infusion set was inserted incorrectly or not connected properly, which interrupted insulin delivery until a new infusion set was placed, and the tubing primed and cannula filled with guidance from support. No reported symptoms. Outcomes included restoration of insulin delivery and no alerts or alarms. Investigation included troubleshooting and user education provided remotely. Investigation of this case revealed user error during infusion set application and resolution through correct setup. It was concluded that the device functioned as designed once the infusion set was correctly deployed, and no further action was required.